Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported vent inop die to an exhalation autozero failure. The service technician replaced the sensor board. The service technician performed performance verification testing, and the ventilator operated to specifications.